Event description:
It was reported via voluntary medwatch that the patient presented with loss of capture exhibited on the right ventricular lead during an atrial tachycardia episode. No intervention was performed. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145727.